Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the infusion set was coming out due to the tape not sticking well. Customer stated that this caused her to have a blood glucose level of 400 mg/dl. The customer was advised that the infusion sets would be replaced but would not return the products for analysis.